Manufacturer narrative:
The product was explanted, and therefore was not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. Completion of the investigation relayed to sales rep via email. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that patient underwent an initial hip arthroplasty on an unknown date. Subsequently, patient fell and suffered a periprosthetic fracture on the femur and underwent a procedure on (B)(6) 2016. There was no alleged deficiency of zimmer biomet products. No products were removed. A zimmer fracture plate was implanted.